Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was requested and not received.

Event description:
It was reported that the patient had their system removed due to pain at the ipg site on an unknown date. No abbott reps were present at the time of explant.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.